Manufacturer narrative:
Please note: the source of this event was obtained from a literature review journal titled as follows: pitfalls of dual-chamber pacemakers in identifying tachycardia: an under-recognized programming peril. Department of cardiology, the mission hospital, durgapur, west bengal, india sudipta mondal, nadeem afroz muslim. ¿UDI is not available as product information was not provided due to the nature of the source document - a literature review article as listed above.

Event description:
It was reported that a patient presented with palpitations and discomfort noted on the pacemaker. Interrogation noted atrial channel under-sensing and pacemaker mediated tachycardia. This resulted in a diagnostic anomaly noted due to the under-sensing, specifically a missing pacemaker mediated tachycardia maker. An invasive electrophysiology study was performed to address the issue. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with palpitations and discomfort noted on the pacemaker. Interrogation noted atrial channel functional under-sensing and pacemaker mediated tachycardia. This resulted in a missing pacemaker mediated tachycardia maker. An invasive electrophysiology study was performed to address the issue. No adverse patient consequences were reported.